Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue. When the user presses the number ¿8¿ on the keypad, the pump registers and displays both an ¿8¿ and the adjacent ¿0¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.